Manufacturer narrative:
Investigation findings: an investigation could not be performed because the device was not returned to the MFR. Conmed linvatec contacted the user facility for add'l info regarding this event and to request return of the device (plug) to perform an investigation. A f/u report will be submitted upon receipt of this unit and completion of an investigation. There are no other reports for this type of event related to this device.

Event description:
The customer reported that the power cord for this articulating arm video cart caught on fire in the surgical room during set up. The customer stated that the power plug burned. The plug was removed from the video cart and upon inspection with an x-ray, the power plug's neutral pin was found broken. There was no pt involvement, report of serious injury or surgical delay with this event.